Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2. Correction to the initial report: e2 was was inadvertently selected and should have been left blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the contact failure was caused by corrosion or wear of the lamp socket and the lamp error was caused by a faulty limit switch. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (osh) was informed that the customer video system was returned to the olympus repair center for a reported ¿poor contact¿ (connection is possible). The customer reported problem was found during inspection before use of a scheduled nasopharyngolaryngoscopy. The procedure was completed using another similar scope. However, during the repair inspection a lamp error message displayed, lamp error a-b. Also, the reported "poor contact" was confirmed which was due to a corroded/worn lamp socket. This report is being submitted to capture the lamp failure. No death, injury or harm was reported.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported problem, poor contact due to a corroded/worn lamp socket attributing to lamp failure. A lamp error message displayed, lamp error a-b. Additionally, the image was flickering with lines due to a defective connector. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.